Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer was failed to close. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 was not closing properly due to broken rails. A field service engineer (fse) replaced the left slide rail. Manually tested the drawer¿s open and close function, and the customer was able to recover successfully. Logged into the hardware test application and performed a final test, which passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer was failed to close. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.